Event description:
It was reported that a healthcare provider (hcp) was unable to interrogate this cardiac resynchronization therapy defibrillator (crt-d) device. Some troubleshooting was attempted but it was unsuccessful. Boston scientific technical services (ts) asked the hcp if they had a magnet that they could use to test for device tones, but the hcp did not have a magnet. Ts then reviewed previous issues reported for this device and discovered the previous code 1003 allegation from last year with the associated recommendation at that time to replace the device within 28 days. Ts indicated that they believe the device is likely beyond end of life (eol), which is why a device interrogation is not able to be completed. Additional information from a boston scientific representative (rep) indicates that the patient told the hcp that the device had been programmed off and they believed the device was no longer functional. It was also indicated that the patient was starting to have symptoms so the hcp may consider implanting a new device. The specific patient symptoms were not reported. The rep said they will discuss this further with the hcp. Evidence is suggestive that the device remains implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.